Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having excessive low blood glucose. Customer's blood glucose was 58 mg/dl. Customer was at the doctor's office getting basal rates changed due to constant low blood glucose. Customer reported of being hospitalized in (B)(6) 2010 when insulin pump therapy began. Customer was hospitalized due to low blood glucose that was caused by priming while connected; customer did not remember low blood glucose reading. It was also realized that basal rates were also too high.